Event description:
Patient reported through medwatch "change in integrity (leakage) of allergan natrelle 20 silicone filled breast implants with removal of implants and replacement. Reference report #mw5172343". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture.